Event description:
In recent weeks, this facility has had four events whereby the foley catheter leaked around the entry to urethra. Scanning finds bladder overfilled and the catheter not draining. One of the events was documented and the brief description of this event is as follows: the male patient only had 10 ml of urine output in the past four hours. While repositioning the patient, noted chux underpad and pillow saturated with urine. Also noted that urine was coming out around the foley when the patient was turned and whenever the patient coughed. The patient's bladder was scanned for 25 ml. Opted to replace foley to see if there was an obstruction. A 12 ml of water was removed from the balloon. When the foley was removed, patient urinated about 150 ml of clear yellow urine. New foley was placed and had immediate return of clear yellow urine. Patient had a total of 850 ml out after replacement of foley. In a second event, female patient was status: post abdominal surgery. The nurse reported that patient had been intermittently leaking urine around the catheter and nurse tried troubleshooting throughout the night. At one point, there was no urine in the drainage bag, but it was all over the bed. Events reported to bard.